Event description:
It was reported, the patient experienced pain at the ipg site. As a result, the patient underwent surgical intervention to have the ipg pocket relocated. The doctor electively explanted and replaced the ipg with a different model.

Event description:
Follow-up revealed the pain at the ipg site has fully resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.